Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by a company representative. The cases occurred around (B)(6) 2015. The surgeons are unwilling to provide further information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that for the last 10 days, an anterior chamber variation occurred using the cassettes during several cataract surgeries with intraocular lens (iol) implant. Additional information has been requested.

Manufacturer narrative:
Additional investigation results: the root cause of the customer's complaint could not be determined as a sample was not returned; however, this occurrence is believed to be related to lack of practice with the equipment and parameter settings. The system was examined and the reported event was not replicated. The company representative stated that the fluctuations were attributed to a lack of practice on the equipment and with the parameter settings. The company representatives followed up with the surgeon. The parameters settings were changed accordingly and adapted to surgeon. The events were considered resolved. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The cause of the reported event can be attributed to user error. (B)(4).

Manufacturer narrative:
Evaluation summary: the lot specific to this event was not known; therefore, lot history and device history record (DHR) reviews were not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it was not possible to isolate the root cause.